Event description:
It was reported from (B)(6) by medical staff that a patient who was at home experienced a hospital admission with frequent ventricular tachycardia/ventricular fibrillation (vt/vf) "storms". Medical treatment for the patient is cordarone and mexitiline as of (B)(6), 2015. No additional information was reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including cardiac arrhythmias, have been associated with use of this device. All vad patients face risks. Log file analysis review date: on june 30, 2015. Data through: june 30, 2015. Normal power consumption. No alarms have been logged in the last 14 days of available data. Waveforms indicate a slight decrease in power consumption of approximately 0.3 w logged on june 26, 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Devices remain implanted.

Manufacturer narrative:
Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Arrhythmia is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management. The root cause of the patient's sustained cardiac arrhythmia (ventricular) cannot be determined; however, clinical and patient factors including comorbidities are possible contributors to the event. Based upon available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.